Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and sensing anomaly. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin with full helix extension length measured within specification. The reported events of failure to capture and sensing anomaly were not confirmed. Electrical testing found no conductor fractures or internal shorts.

Event description:
It was reported that the patient was presented at the hospital. The patient's right atrial (ra) lead had exhibited no sensing and no capture threshold due to the lead dislodgement. The lead was found to be dislodged due the patient exercising. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in a stable condition throughout.